Event description:
The physicians successfully deployed two jostent graftmaster devices to cover a free perforation of unknown size in 2005. Vessel size was reported to be 1.76mm with normal vessel calcification and 92% stenosis. The perforation was noted to be in the "first diagonal". However, the graftmasters reportedly had been deployed in the mid left anterior descending artery (lad) to cover a bifurcating channel through the first diagonal in order to stop "the blood leakage". Reportedly, the patient was then transferred to a second hospital for treatment of end-stage pancreatic cancer. A "thrombus occlusion had been found in the deployed graftmaster by coronary angiography" during a follow-up examination on 8/20/2005 at the first hospital. It was reported anti-platelet therapy had been stopped "before the occlusion had occurred". "Additional procedure for treatment of thrombosis occlusion had not been taken due to consideration of the pancreatic cancer treatment. It was reported the patient died 9/2005. The physician who had deployed the graftmasters for this patient commented, "his death did not relate with graftmaster". This report is both for graftmasters